Event description:
Nurse called to infant's bedside because he had been desaturating. Pt. Currently being hand bagged. When we tried to reattach infant to ventilator pt started to desaturate again. Tried to suction pt at this time but unable to pass in-line suction catheter through airway access adapter. Trach tube appeared to be obstructed. The infant returned to baseline after a new trach tube was placed.======================health professional's impression======================the airway access adapter is really a y-connector that allows staff to suction the airway without disconnecting the ventilator. Apparently a silicone seal came off the adapter and lodged in the cone-shaped input of the trach tube causing the obstruction.======================manufacturer response for airway access adapter, airlife======================no official comment yet.